Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 7092527 UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) incision site is not healing. Patient had his staples removed and steri-strips applied. There are no signs or symptoms of infection, but he has been placed on an oral antibiotic. Blood cultures were negative for infection. The patient underwent spinal cord stimulation (scs) removal procedure. Patient is doing well postoperatively. Nothing will be returned. The hospital disposed of the explanation device. No device malfunction is suspected.

Event description:
It was reported that the patients implantable pulse generator (ipg) incision site is not healing. Patient had his staples removed and steri-strips applied. There are no signs or symptoms of infection, but he has been placed on an oral antibiotic. Blood cultures were negative for infection. The patient underwent spinal cord stimulation (scs) removal procedure. Patient is doing well postoperatively. Nothing will be returned. The hospital disposed of the explanation device. No device malfunction is suspected.